Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, approximately 8 months post implant of a 26mm sapien 3 valve in aortic position, the patient was symptomatic with high gradients and paravalvular leak, so it was deemed appropriate by the heart team to place a second 26mm sapien 3 valve lower. During the original procedure, loss of capture during pacing was noted due to premature ventricular contraction (pvc) which placed the valve too high, but the site opted not to place a 2nd valve at that time. The second sapien 3 valve was placed 8 months later to address the high gradients and pvl leak, resulting in mild pvl.

Event description:
As reported by an edwards field clinical specialist, approximately 8 months post implant of a 26mm sapien 3 (s3) valve in aortic position, the patient was symptomatic with high gradients and paravalvular leak, so it was deemed appropriate by the heart team to place a second 26mm sapien 3 valve lower. During the original procedure, loss of capture during pacing was noted due to premature ventricular contraction (pvc) which placed the valve too high, but the site opted not to place a 2nd valve at that time. The second sapien 3 valve was placed 8 months later to address the high gradients and pvl leak, resulting in mild pvl. Per medical records received, the tte from (B)(6) 2022 stated that the aortic valve gradients across the first 26mm s3u valve was 20mmhg, and when compared to the echo report from (B)(6) 2021, the echo report showed that findings were grossly similar, and there was no significant increase in the mean gradient over the intervening 6 months between the two echo reports before the patient underwent their valve-in-valve procedure to correct the moderate pvl.

Manufacturer narrative:
Additional information obtained confirmed that there was no edwards device malfunction/labeling deficiency, or adverse event associated with a device malfunction. At this time, the events are malposition which was due to patient procedural factors such as heavy calcification of the native aortic valve leaflets, and moderate pvl, both of which are adverse events that would be captured through the tvt registry. As such, this event is no longer considered reportable, and this correction is being submitted.